Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Analysis of the alarm log file did not reveal any alarms within the analyzed period involving the battery. On the night of the reported event, data log file shows an ac adapter connected to power port 1 and a different battery connected to power port 2. That battery was reporting 94% relative state of charge. The data point logged on 06:00:00 hours show that both power sources were replaced with the reported battery and the other battery. In addition, log file analysis revealed that the battery discharged as expected when in use. As a result, the reported event was not confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details and additional products of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power consumption issue which triggered a low alarm. It was noted that the patient was using the controller ac adapter and a fully charged battery at bedtime. The patient woke up with a low alarm and the battery connected to the controller displayed only one indicator lit. The battery was exchanged. No patient complications have been reported as a result of this event.